Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient repeatedly bent at the back, resulting in migration of the left lead. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced.